Event description:
It was reported that question mark symbols appeared in areas where there should be diagnostic information. It was noted that the patient had recently had CT (computerized tomography) scans and multiple x-rays. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 lead, implanted: (B)(6) 2012; 407652 lead, implanted: (B)(6) 2012.